Event description:
The customer reported to olympus that during cystoscopy, transurethral resection of bladder neck, the black tip of the resection sheath broke off into pieces inside the patient and was retrieved. Unknown amount of time it took to remove pieces from patient's bladder. The procedure was completed with another device. The device was inspected prior to use and no issues were identified. There were no reports of further patient or user harm associated with this event.